Manufacturer narrative:
The initial MDR 2432235-2021-00203 was filed on 11-aug-2021. Additional information (11-aug-2021): siemens reviewed the available information and found that after adjusting the sample probe the issue was reportedly resolved, however, an issue with the sample or with pre-analytical sample handling cannot be ruled out. The cause of the falsely depressed alpha-fetoprotein test result on an eqas sample is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Manufacturer narrative:
The customer contacted siemens to report a falsely depressed alpha-fetoprotein (afp) test result was obtained on an external quality assurance sample (eqas) on an advia centaur xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse performed a total service call including checking the dispense and aspiration manifolds and all sample and reagent probe positions. The cse adjusted the sample probe that was found to be higher than expected. The sample probe air tubing was found to be in good condition. Siemens is investigating the issue.

Event description:
A falsely depressed alpha-fetoprotein (afp) test result was obtained on an external quality assurance sample (eqas) on an advia centaur xpt instrument. A patient sample was processed on the same instrument following the eqas recovery failure. The patient sample gave a low result that could not be repeated due to a quanity not sufficient (qns) sample volume for repeat testing. The initial patient sample test result was reported the physician(s). A repeat patient draw was requested for afp. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed afp result on the eqa sample.